Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, which indicated that the fse was able to reproduce the issue. The monopolar would not fire and the red question marks remained on the screen for monopolar instrument. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Per fa report, the reported system displayed m-02/m-b0 errors were present in error log. The unit was placed on an in-house system and was run in normal mode. Visual inspection found the unit was in good condition. The unit will be returned to the original equipment manufacturer (OEM) for repair. This complaint is considered a reportable event due to the following conclusion: the customer was getting m-02 errors, and complaint investigation confirmed the integrated electrosurgical generator unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar energy was not working. The caller stated they had a red question mark on both ports with no monopolar cables plugged in. Caller stated that they had rebooted the generator, swapped out reprocessed cables, and tried multiple instruments and the issue persisted. The intuitive surgical inc. (Isi) technical support engineer (tse) asked the caller to reboot generator again and reseat instruments on both ends, but there was no change. Tse reviewed the logs and found an m-02 from last case when the monopolar energy stopped working. Additional troubleshooting was conducted, but despite the effort, the issue persisted. The caller then reported that the surgeon would proceed with the case using bipolar only. The procedure was otherwise completed with no reported injury.